Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device; maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician examined the hl20 (sn (B)(4)) and verified that there was no power to the unit. The technician replaced the power switch, the power supply board, and the console control board. With these corrections the problem was still not resolved. The technician then went back and replaced the power switch again. This time the problem was resolved. An exact cause for why replacing the switch a second time resolved the problem was not determined. The unit was then returned to service. (B)(4).

Event description:
On (B)(6) 2013, at (B)(6) the customer reported that for the hl20 lpc 20-12- 2-pumps console (article number: 70102.8582, serial number: (B)(4)) and rotaflow pump (serial number: (B)(4)) that the entire apparatus stopped working. Another hl20 (article number: 70102.8582, serial number (B)(4)) and rotaflow pump (serial number: (B)(4)) were brought in to replace the first unit. This unit functioned, but the rotoflow batteries would not keep a charge. Further investigation found that the cause of the first hl20 and rotaflow stopping was due to the unit being plugged into a power strip that was not turned on. This report is filed for the second part of the event, the rotaflow batteries not keeping a charge. (B)(4).